Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2425744 and 2952989 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Legal claim received. It is alleged that the patient suffers from pain. **update: (B)(4) 2013 - litigation papers received. There is no additional information that would affect the outcome of this investigation.

Event description:
Pfs and medical records received. A dor was provided. After review of the medical records for MDR reportability, the revision operative note indicated pain and "somewhat" elevated metal ions levels. At this time the stem isn't being added for the "somewhat" elevated metal ions levels. The lot number is being updated for the liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.